Manufacturer narrative:
(B)(4). The customer advised physio-control that the device is going to be retired and removed from service. The device will not be returned to physio-control for further eval. The cause of the reported failure could not be determined.

Event description:
It was reported that the device display intermittently would blank out and show only vertical lines. There were no adverse effects caused to any pt involved with the reported failure.